Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Please note that additional information was received on (B)(4), 2011 as follows: the myocardial infarction that was reported as an adverse event was originally reported with an event date of (B)(6) 2011, however, after further clarification the actual myocardial infarction took place on (B)(6), 2010. Additional information will be submitted upon 30 days of receipt.

Manufacturer narrative:
Concomitant devices: 3.0 x 12mm balloon. Concomitant medications: intra-procedure medications included bivalurdin and clopidogrel. Pre and post-procedure medications included aspirin, clopidogrel, atenolol, diovan, lescol and omeprazole. Post-procedure medications included imdur and norvasc. This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information was received on (B)(6) 2011 as follows: approximately a year post index procedure, the patient had a myocardial infarction in the area of the third obtuse marginal branch. Additionally there was an event of angina pectoris reported during a 15 month follow-up. Additional information will be submitted upon 30 days of receipt.

Manufacturer narrative:
Information received from the (B)(4) study indicated that a patient had elevated cardiac enzymes after having a coronary artery stent implanted, with no evidence of a myocardial infarction. The target lesion was the proximal circumflex artery (cfx). The lesion was described as de novo, 80% stenosed and heavily calcified. The lesion was pre-dilated followed by the delivery of a 3.5mm x 18mm cypher rx stent. The stent was deployed at 12 atms and post-dilated with another balloon at 14 atms for the heavy calcification. The enzymes were reported as follows at 6-12 hours post-procedure, the ck-mb was 11.4, with the unl being 7.2. The troponin I was 10.49, with the unl reported as 0.03. At the 16-24 hours the ck-mb was 22.2 and the troponin I was 13.85. An ECG was performed and no changes indicative of a myocardial infarction were observed. There were no complications and the patient was discharged the day after the procedure. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Elevated cardiac enzymes are a common result of implanting coronary artery stents. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, which leads to damaged heart cells and the release of cardiac biomarker enzymes into the systemic bloodstream. This action (inherent risk of the procedure) and the heavy calcification of the lesion may have contributed to the event. There is no indication that there is a design or manufacturing related issue; therefore, no action is required.

Manufacturer narrative:
Information received from the (B)(4) study indicated that a patient had an mi after having a coronary artery stent implanted and approximately 30 days, 6 months and 18 months post procedure reported angina. The target lesion ((B)(6) 2010) was the proximal circumflex artery (cfx). The lesion was described as de novo, 80% stenosed and heavily calcified. The lesion was pre-dilated followed by the delivery of a 3.5mm x 18mm cypher rx stent. The stent was deployed at 12 atms and post-dilated with another balloon at 14 atms for the heavy calcification. The enzymes were reported as follows at 6-12 hours post-procedure the ck-mb was 11.4, with the unl being 7.2. The troponin I was 10.49, with the unl reported as 0.03. At 16-24 hours, the ck-mb was 22.2 and the troponin I was 13.85. An ECG was performed and no changes indicative of a myocardial infarction were observed. There were no complications and the patient was discharged the day after the procedure. The patient reported stable angina at the 30 day follow-up ((B)(6) 2010). Unstable angina was reported at the 6 month follow-up visit ((B)(6) 2010). At the 15 month ((B)(6) 2011) follow-up, the patient reported stable angina. No specific treatment was reported for the angina episodes. The study stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15075561 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. Chest pain is known potential adverse event associated with coronary stent implantation procedures and is listed in the cypher IFU as such. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. The natural progression of coronary disease as well as target lesion issues may contribute to the experience of chest pain / angina. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event.

Event description:
The email received for the (B)(4) study indicated that one day after the index procedure, the patient had elevated ck-mb 22.2 (ck-mb upper limit 7.2 ng/ml) and troponin I 3.85 (troponin I upper limit 0.03 ng/ml). ECG conducted was normal and an mi was not diagnosed. No treatment was provided. During the 30 day follow-up contact, the patient had angina and unstable angina during the 6 month follow-up exam. Approximately 2 months post index procedure, the patient experienced spontaneous nose bleed. Pci was performed on an 80% de novo lesion in the proximal circumflex of 16mm in length in a 3.5mm vessel diameter. The (type a) lesion was heavily calcified with timi ii flow. The lesion was pre-dilated with a 3.0x12mm balloon at 8 atm before a 3.5x18mm cypher rx stent was deployed at 12 atm at the target site. The residual diameter stenosis measured 0%. Timi iii flow was restored post-procedure. Post-dilation was performed with a 3.5x12mm balloon at 14 atm due to the heavy calcification. There were no procedural complications.